Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central station kept rebooting. The issue was resolved by performing a software reset and then reconnecting the central station to the network. No injury was reported as a result of this event.

Manufacturer narrative:
Further analysis by spacelabs product engineers identified the cause to involve a software issue which has since been resolved. This investigation is considered complete and this particular matter closed.